Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle pink safety shield is faulty and would not move. The collector was unable to cover the needle. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "customer provided: allegation: the customer has advised that after collection , pink safety shield would not move and collector was unable to cover the needle. Occurred twice with same lot 2007740."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 13-jul-2022. H.6. Investigation summary: "material #: 368607; lot/batch #: 2007740. Bd received 6 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle pink safety shield is faulty and would not move. The collector was unable to cover the needle. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "customer provided: allegation: the customer has advised that after collection , pink safety shield would not move and collector was unable to cover the needle. Occurred twice with same lot 2007740."